Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (date and type unknown). According to the complainant, in the monopolar "coag" mode the output power dropped from the maximum setting and the unit began alarming. Switching the accessory device and rebooting the unit did not resolve the issue; therefore the procedure was completed with another endostat ii electrosurgical unit. Following the procedure the biomed tested the unit, at which time it worked properly. It is unknown if the cable fault alarm was activated. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: event date is unknown.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure (date and type unknown). According to the complainant, in the monopolar "coag" mode the output power dropped from the maximum setting and the unit began alarming. Switching the accessory device and rebooting the unit did not resolve the issue; therefore the procedure was completed with another endostat ii electrosurgical unit. Following the procedure the biomed tested the unit, at which time it worked properly. It is unknown if the cable fault alarm was activated. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.